Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported battery failure event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is losing a battery charge quicker than expected. The patient also reported that the battery was swollen. The patient reported there is a crack on the pdm's lcd.

Manufacturer narrative:
The returned device was evaluated and no physical issues were observed to the battery. Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. No damages were observed to the screen.correction to d(4): sequence number changed from unavailable to 010201-08636.